Manufacturer narrative:
Batch review performed on 28 june 2022: lot 152229: (B)(4) items manufactured and released on 20-aug-2015. Expiration date: 2020-07-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Clinical evaluation performed by medical affairs department: femoral component revision performed 7 years after primary cementless total hip arthroplasty in 70 year old male patient. No information concerning patient general health status and the presence of comorbidities is available. No real radiographic images provided that does not permit to have an evaluation of the whole construct. In the images provided, radiolucent lines are visible. Aseptic loosening is a possible literature described adverse event after primary cementless hip arthroplasties and causes are often unknown. The reason of this failure cannot be determined.

Event description:
At about 7 years after the primary, revision surgery was performed following aseptic stem loosening. The surgeon revised successfully stem, inlay and head.